Event description:
It was reported that the right ventricular (rv) lead exhibited unipolar lead impedance and high threshold. The rv capture was unable to confirm, and loss of capture was reported. Rv under-sensing was noted on the current electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).